Event description:
It was reported that the customer experienced a high blood glucose (bg) level. Suspected cause was due to the customer¿s settings requiring adjustments. Customer delivered a bolus via the pump to address bg level. Customer updated their pump settings to address the event.